Manufacturer narrative:
Analysis of the ins found that it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explant was done on (B)(6) 2019. Patient weight was asked but unknown. Rep clarified that other compounding factors meant patient previously underwent oncologic radiation therapy. The provided information was confirmed with the physician/account. No further information/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that ins was explanted and the device needs to be sent back for analysis. Caller states to his understanding, the ins was explanted due to od and possible other compounding factors though it is unclear what they may be. No further complications were reported.